Manufacturer narrative:
Results: lift motor coupler.

Event description:
It was reported by service report that the head-end of the bed was stuck at high height. No pt involvement or adverse consequences are reported.